Manufacturer narrative:
The computer was returned to the manufacturer for evaluation. After functional testing, performance testing, visual/physical examination and usability inspection the reported issue was not confirmed. The mobile view station (mvs) server passed bench test. Operating system and imaging system application booted up completely. Bios( time and date) was accurate. Virus scan and patient data completed. Installed the mvs computer into a known working system. The system initialized. Motion, generator, communication and charging readied. 2d and 3d images were successful. Front usb ports were able to read files on a usb drive and printer printed a 3d and 2d images without an issue. No failure found. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The manufacturer representative went to the site to test the imaging system. The reported issue was confirmed and the x-stage cover, power supply and door winch cable were all replaced. A system checkout was performed and the system is working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure during a planned maintenance (pm) that the ps1 voltage was not stable. The half-moon screw inside the door cable was broken. The printer and front usb was not working due to defective universal serial bus (usb) port on the mobile view station (mvs) computer. Finally, the x-stage cover was damaged. No patient was present at the time of the event.